Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited phrenic nerve stimulation. The patient presented to the clinic with complaints of their left arm muscle twitching when they laid flat. The patient further reported that the twitching stopped they sit up or roll over. A chest x-ray was performed and no abnormalities were observed. Troubleshooting was then performed and the symptoms were reproduced. The lv lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.